Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead experienced chronic atrial fibrillation (af). The physician elected to cap and surgically abandon this lead during a routine device replacement procedure. Additionally, the physician observed that the terminal pin of this lead appeared separated from the lead body and slid in and out of the insulation. No adverse patient effects were reported.